Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The customer administered a correction injection to treat the bg. Reportedly, an occlusion alarm occurred. Ther customer performed a supply change and resumed insulin therapy.